Manufacturer narrative:
As of today, device return has been requested for this complaint but has not been made available to the designated complaint unit. Without return of the actual device we cannot further investigate or confirm the details supplied in this complaint and try to determine a root cause. If the device is returned in the future then this complaint will be reopened.

Event description:
It was reported that the versajet console was checked prior case at (B)(6) hospital, handpiece was not rotating into the keyhole. The dr decided not to use versajet as the problem was detected prior to use. The dr. Did debridement using another product, not smith and nephew product.